Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced low glucose readings after meal announcements while using the ilet, with a fingerstick of 69 mg/dl and a cgm value of 65 mg/dl with a horizontal trend, and was advised to announce meals immediately before the first bite rather than in advance; a repeat fingerstick shortly thereafter was 135 mg/dl and was entered into the pump. Symptoms included hypoglycemia. Outcomes included user counseling and resolution without medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and education regarding appropriate meal announcement timing. Investigation of this case revealed no device malfunction and suggested user technique related to early meal announcement as a likely contributor to the low readings, with device components functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.